Event description:
Customer reported receiving erratic readings on their blood glucose monitor within 10 minutes of 52 mg/dl, 39 mg/dl and 121 mg/dl. The results, when plotted on a parkes error grid, fell in the "c" zone, showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The complaint was not confirmed and no new issues were observed. All results were within the range specification. Additionally, all the reported readings were found in the device's internal memory log within 10 minutes.